Event description:
During baxter device evaluation, a leak was discovered at the junction of the tubing and the stressmember of a multi-rate infusor. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The reported condition was discovered during device evaluation; however, the investigation of the cause has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at levels t12 and l3. During treatment of the second level, the pt was given additional dose of fentanyl. In the post anesthesia care unit, the pt experienced a cardiac arrest. The physician who performed the kyphoplasty procedure reported that the procedure was successful. He stated that the pt developed respiratory arrest, which subsequently evolved into cardiac arrest; and believed that the respiratory arrest was due to over-medication of an elderly pt. No additional info was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a leak at the junction of the tubing and the stressmember. The root cause was determined to be insufficient bonding. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.